Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. No errors were identified. The customer was made aware of the following limitation located in the galileo operator manual: "forward only abo_rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab, or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo_rh results should always be compared to the patient or donors history." The instrument is operating as expected.

Event description:
A customer reported an abo discrepancy with the galileo fwd_abo assay using anti-b (murine monoclonal) series 3 blood grouping reagent.